Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient met with their health care provider (hcp) since recharging was becoming an issue. The patient had to charge the implantable neurostimulator (ins) up to 3 hours a day. The hcp checked the charging profile, which was normal other than requiring daily charging and a reduction in maintaining charge. The hcp suspected low impedances were causing the charging issue if the required current to achieve therapeutic voltage was higher than normal. The hcp reprogrammed the ins and changed the electrode configuration, which fixed the problem. Therapy impedances were normal after the reprogramming. The patient was experiencing dyskinesia so the hcp thought the patient had been chronically under stimulated for up to six months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the issue was resolved by changing the bipolar electrodes used to program the implantable neurostimulator (ins). The patient had become dyskinetic over 48 hours so the current was reduced. Since the current was reduced, the patient was doing very well. The hcp thought the patient had been receiving reduced energy for a year or so due to the low impedances.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that an out of regulator (oor) error message was displayed and the patient was recharging the implantable neurostimulator (ins) more. The hcp checked the meaning of the oor and there was an issue with delivering therapy. The hcp interrogated the ins and everything was working well and the patient was receiving effective therapy; however, the anomalies are that a higher voltage was required for checking impedances within the therapy on one side, almost 16v and the patient had increased requirement to charge. The resistance was still quite low at the high voltage and the ins was not programmed using extraordinary settings. Electrode impedances were all normal. The hcp did not know if the increased recharging need was due to the ins or the patient's cognition, but they thought that a lower resistance would require high energy from the ins to achieve stimulation and would fit with the error code. The ins had been implanted for four years so the hcp thought it could be a system issue, the ins losing capacity, or losing efficiency if the ins was allowed to fully deplete. No further patient complications were anticipated/reported.